Event description:
The complainant indicates that complainant received a result of 175mg/dl using the glucometer 3 with memory system and approximately 45 minutes later at a local clinic received a result of 700mg/dl. Because of the wide difference in results complainant was put in the ICU for 4 days in order to get complainant's blood sugar under control. While on the phone it was learned that the customer was using the reagent beyond its' opened use life of 4 months. In addition, complaint was transferring some reagent strips to a secondary bottle that obviously was not properly desiccated. The glucofilm reagent if not properly stored or handled will not provide accurate results. It is most likely that this contributed to the complainants results. A replacement system is being provided to the customer with instructions to call the 24 hour customer service line if add'l questions or help is needed. The complaint is considered closed for purposes of MDR.